Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels and sensor issues. Blood glucose level at the time of the incident was ranging from 50-300mg/dl. The customer also reported the sensor had inaccurate readings that may have triggered threshold suspend alarm. Blood glucose value was 169 and the sensor glucose was 40 mg/dl time of the incident. Customer over treated the low reading that caused the blood glucose to rise. Customer declined to troubleshoot for high reading and to review sensor best practices (site selection, taping, calibration protocol). The sensor will be replaced. No product is expected to return for analysis.